Manufacturer narrative:
The device is expected to be returned; however,the device has not yet been received. A follow up report will be submitted if the device is received.

Event description:
Received information stating customer received multiple altitude alarms. No impact to customer's blood glucose level.